Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the sheath was already kinked. The tip of the sheath was found kinked when the angio-seal poly-foil pouch was opened. The device was not used and hemostasis was successfully achieved by manual compression. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. It was reported that there was no health damage to the patient.